Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and it components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2001. Vessel and aneurysm morphology are unk. It was reported that the pt has a history of a type ii endoleak and that coil embolization was attempted. In 2003 the pt presented with further expansion of their aneurysm and there was evidence of a retropertioneal leak. The aneurysm was described as an inflammatory aneurysm with dense adherence of the duodenum. The aneurysm wall was 2 cm thick and extended down to the bifurcation. The pt's iliacs were not aneurysmal. It was reported that pt had two brisk back-bleeding lumbar vessels proximally and a contained rupture posterolaterally on the left side. The pt was converted to open surgical repair and the stent graft was explanted. No clinical sequelae were reported, and the pt is reported to be fine. The explanted stent graft was discarded and will not be returned to medtronic ave for evaluation.